Event description:
It was reported that the patient with the pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. The intrinsic amplitude was out of range. Technical services (ts) reviewed and stated that there was a signal artifact monitor (sam) event recorded. Ts suspected there could be a lead fracture and recommended to have the patient seen in clinic for further evaluation and to rule out lead integrity. This ra lead remains in service. No adverse patient effects were reported.